Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A field service engineer (fse) went to the site to further investigate the reported issue. Field evaluation stated that replacement of the proximal set up joint (psuj) did not resolve the issue but replaced it anyway to be safe. The fse changed out the psuj with no change in the issue. After more troubleshooting, the issue pointed to a power issue from the universal power distributor (upd). The fse then replaced the upd and that resolved the reported problem. Intuitive surgical, inc. (Isi) received the psuj and the upd involved with this complaint and completed the device evaluations and the failure analysis results are as follows: failure analysis (fa) investigation of the returned psuj could not replicate nor confirm the customer reported complaint of getting errors 31221 and 26002. Fa investigation began by placing the suj proximal on the patient side cart (psc) fixture test platform (pftp), where the suj unit passed all tests. Failure was reproduced on the returned upd. The complaint regarding getting ¿non-recoverable faults¿ was not confirmed nor replicated by failure analysis. The upd unit was also returned for failure analysis and the reported failure was replicated/confirmed getting a 31221 non recoverable fault and arm 1 non-responsive. No power to arm one. When reviewing the remote error log, there were several errors 31221 node ppd, which meant the hardware high side switch fault fpga logic had detected loss of power. The upd was installed and tested on the printed circuit assembly (pca) test system. The system started up with error 31221, and arm1 was not show up on the gemini download app, also there was no light and no power on arm1. The probable root cause of the reported issue is attributed to a component failure. The complaint regarding getting ¿non-recoverable faults¿ was confirmed by field error logs.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the customer reported they were getting a 31221 non-recoverable fault. Intuitive surgical, inc. (Isi) technical service engineer (tse) reviewed the logs and found the issue was rooted in universal surgical manipulator 1 (usm). The isi tse had the customer reboot the system with a soft reboot, but the issue remained. The isi tse then walked the customer trough a hard power cycle of the whole system, but the issue persisted. The isi tse asked if the case could be performed without all 4 arms but the surgeon said it would not and they will need to convert the case as their other systems were in use. The procedure was converted to laparoscopic surgery with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the room was functioning fine before the procedure started.

Manufacturer narrative:
Based on the claim against the product by the customer noting 31221 non recoverable fault, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse replaced proximal set up joint (suj) but the issue remained. After troubleshooting with the tse, the issue was likely due to upd or backplane and upstream components (upd or ubp) so both parts were replaced to resolve the reported issue. The system was tested and verified as ready for use. Additional information is being gathered to determine the contribution of the device to the customer reported issue. Isi has received the parts, however, failure analysis has not completed their investigation. Therefore, the root cause of the customer reported failure mode could not be determined. A follow-up MDR will be submitted when failure analysis has completed their investigation. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to non-recoverable errors. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.